Event description:
An altitude alarm was reported for the pump. The customer's blood glucose level did not exceed 500 mg/dl and thus remained within the normal range with no adverse impact. The customer received tips from technical support to prevent altitude alarms in the future, understood the instructions, and was able to resume insulin delivery with the original cartridge without needing a replacement.